Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with bladder suspension and posterior repair; due to stress urinary incontinence with symptomatic rectocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004 due to erosion/painful intercourse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, vaginal dryness, incontinence, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced dysuria, vaginal dryness, incontinence, and urinary frequency.